Event description:
The service report shows the customer reported that, the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The repair has not yet been completed and the root cause of the reported malfunction is currently undetermined.

Manufacturer narrative:
When the repairs have been completed, a follow-up medwatch will be filed.